Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2013. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. (B)(4).

Event description:
It was reported that there was possible undersensing exhibited with the right atrial (ra) lead. In addition, the clinician noted a frequent absence of interval markers on the electrogram strips. It was further reported that this patient has had several rounds of radiation treatment, which have occurred very close to the patient's implantable pulse generator (ipg). The ra lead and device remain in use. No patient complications have been reported as a result of this event.